Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a battery discharge condition. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medican intervention. No additional information is known.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary: the reported battery discharge condition was confirmed by the baxter repair technician. Inspection of the device revealed depleted batteries with 13 discharges below alarm threshold. The main batteries were replaced and the device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.